Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 391 mg/dl. Cause of elevated bg level was unknown. Bg was treated with a manual insulin injection and monitored bg level. Reportedly, customer left the ER 5 hours later with customer in stable condition (bg 240 mg/dl); however customer states they experienced blurry vision and nausea upon leaving.